Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This report is being submitted to add field action information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a vessel sealer extend instrument had exposed wires, smoked and was not sealing. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting smoking and arcing from the vessel sealer extend instrument, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The probable root cause of loss of energy may be attributed to either component failure or use conditions. Regarding component susceptibility to damage, a broken or dislodged conductor wire can be caused by a broken connector pin or insufficient retention. Regarding use, damage to the conductor wire can result from mishandling the instrument causing collisions or misusing the instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: it was alleged that the instrument smoked and had exposed wires. The allegation could be related to the potential for electrical discharge at a location other than intended. Additionally, the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.